Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, g4, g7, h10. Review of event description: it was reported that the patient underwent total right hip arthroplasty on (B)(6) 2014. Subsequently patient underwent a closed reduction due to dislocation on (B)(6) 2015. Review of received data medical records/radiographs were provided and reviewed by a health care professional (refer to split case (B)(4)). Surgical report of primary right total hip arthroplasty, (B)(6) 2014: preoperative diagnosis: osteoarthritis right hip. Spinal anesthesia. Total or time: 2 hr 10 minutes. Estimated blood loss: 400 ml. No complications noted. Severe degeneration of cartilage in the superior dome. 60 continuum cup placed with two additional screws, 36 liner. 13.5 stem with the +0/36 head restored limb length and gave excellent stability. Follow up visits: on (B)(6) 2015 patient was bending over and felt the hip come out of socket. He felt pain and inability to bear weight. X-rays revealed a posterior dislocation. Closed reduction took place in the or. Post reduction x-rays revealed no fractures, and hip to be in socket (p. 15). On (B)(6) 2019 mr right knee (p.7). On (B)(6) 2019 CT right hip due to recurrent right hip dislocation. Postoperative changes of right hip arthroplasty with acetabular and femoral components appearing to be in satisfactory position (p.5). On (B)(6) 2019 office visit. Patient has 0/10 pain at rest and with activity. Patient uses knee immobilizer for stabilization of right hip and to maintain hip precautions (p.3). On (B)(6) 2019 office visit. Patient has 0/10 pain at rest and with activity. Continues to plan for surgery after 2nd opinion. Plan includes head liner exchange with a lip liner versus constrained, possible cup revision for management of instability (p.1). Dl1072847 rep states that he has dislocated twice and further elaboration this gentleman tore his capsule and that is the reason it has popped out. Patient data from medical records: (B)(6) male, born (B)(6) 1952, bmi 31.8. Three x-rays dated (B)(6) 2019 have been received. Cup inclination angle approx. 46°. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, as revision surgery has not yet taken place. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that the patient underwent total right hip arthroplasty on (B)(6) 2014. Subsequently patient underwent a closed reduction due to dislocation on (B)(6) 2015. Revision surgery has not yet been taken place. The medical records confirm the posterior dislocation which occurred on (B)(6) 2019 and was treated by a closed reduction. No x-rays showing the dislocation on (B)(6) 2015 have been received. Treatment is to continue with revision surgery to revise liner and head, however at this point the revision surgery has not been taken place. Therefore, the product is not available for examination. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the document based investigation results did not identify a non-conformance or a complaint out of box (coob) related to the biolox head. Based on the available information we were not able to identify an exact root cause for the reported posterior dislocation. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Concomitant medical products: item# 00875101436 lot# 62514450,liner neutral 36 mm i.d. Size mm. Item# unk lot# 62483532,screw acet trilogy self-tap 6.5x35mm. Item# unk lot# 62490931,screw acet trilogy self-tap 6.5x20mm. Item# 00875706002 lot# 62355781,shell with multi holes porous 60 mm o.d. Size mm. Item# 00771101320 lot# 62356538,femoral stem 12/14 neck taper plasma sprayed press-fit. Cementless size 13.5 extended offset. Reports was received and will be reviewed as part of ongoing investigation. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a dislocation approximately 21 months post implantation and was treated with closed reduction. A second dislocation on an unknown date was also treated by closed reduction and is captured in (B)(4). The patient is scheduled for a revision surgery on an unknown date. Additional information has been requested, but is not available at this time.